Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was implanted in (B)(6) and he recently moved back to (B)(6). The patient was unable to find a doctor who would service the pump. The pump was empty. The patient was in pain.